Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced discomfort at the ipg pocket site as the site was at the patient's beltline. In addition, the patient's ipg was inoperable. The patient had not recharged the device in approximately 2 years. Subsequently, the patient underwent surgical intervention at which the ipg was explanted.

Event description:
Follow-up information revealed the patient's ipg was also replaced and relocated during the same procedure. The reported issue is now resolved.